Event description:
Customer reports the table monitors had no power and physician had to use the control room monitor to perform procedure. Customer reports the procedure was completed without incident, no reported injury. Customer would not provide pt or procedural info.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.